Event description:
A report was received that the patient was experiencing severe stomach pain. The physician believed it was not device related and could be an irritated nerve. The patient underwent a revision procedure wherein the lead was pulled down at vertebral level. The patient was doing well postoperatively.